Event description:
It was reported that during a laparoscopic recto sigmoid resection procedure, the white tissue pad on the upper jaw of the device came loose during the activation of the advanced hemostasis. The device was still in the vessel sealing phase, therefore, the increased pitch was not audible yet. The tissue pad was completely retrieved. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: review of video provided of procedure: in ch1_video_02. Mpeg, a transection runs 27 seconds from at least 1:19:18 to 1:19:45. At 1:19:45 the tissue pad can be seen detaching from the clamp arm while activation of the device continues. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. The detached tissue pad shown at 1:20:08 is consistent with tissue pads when the blade has cut through the center of the tissue pad due to prolonged usage. The event description says, ¿the device was still in the vessel sealing phase, therefore, the increased pitch was not audible yet.¿ thermal influences such as fluids or minimal to no tissue in the jaws may affect the presence or timing of the tone change. It is unusual for vessel sealing to last 27 seconds. In similar cases from other surgeries there have been transections where the increased pitch occurred earlier than the surgical team expected so when the transection completed the increased pitch no longer registered as the higher pitch.